Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer fell on the pump. Customer is not able to read or interact with the screen due to the cracks on the screen. Customer's blood glucose was 380 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.